Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular lead. The event was resolved by reprogramming the device. The patient was in stable condition.